Event description:
It was reported that an insulin cartridge slid out of the pump after a supply change, and the user determined the connector was not locked to the pump, causing the cartridge to dislodge; the user resecured the connector and resumed therapy without alarms. Symptoms included no reported adverse clinical effects. Outcomes included no clinical impact and no need for medical intervention. Investigation included troubleshooting and user education on correct infusion set and cartridge connection. Investigation of this case revealed user handling contributed to an incorrectly attached infusion set or cartridge connector, with no device damage and no alert functionality issues observed. It was concluded, based on previously established findings for similar reports, that user technique and inadequate connector engagement were the most likely causes.